Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during a surgical procedure at the user facility, the aseptic battery housing opened, which could expose the non-sterile battery to the sterile field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the user facility the aseptic battery housing opened, which could expose the non-sterile battery to the sterile field. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.